Event description:
It was reported that during a tmt joint fusion procedure surgeon had extracted bone graft and when taken to the back table to retrieve the graft material, it was noted that two of the three prongs on the shaft for trephine attachments had broken off. Nothing was in the patient, all pieces were found on the back table. Surgeon completed the procedure with no harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation revealed that the assembly tines were broken off and missing from instrument. (B)(4). From the complaint description, it is not possible to determine the static/fatigue loading on the instrument or the amount of times the instrument might have been used before the failure. The design was evaluated and deemed adequate, therefore the complaint is invalid. (B)(4). The manufacturing evaluation showed that the prongs on the tip are broken off. The measurable dimensions were found to be according to the specifications on the drawing. The manufacturing records show correct material and hardness. This is the first issue related to this article and lot number. No manufacturing related fault was found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).